Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pocket b5 in drawer 4.1 would not open and not release from the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket 5 in drawer 4.1 won't open and not release from the drawer. A technical support specialist advised the customer to reboot the station; customer rebooted the station the issue was resolved. A field service engineer upon arrival no issue was found, checked the station and passed hardware test application. The system functioned as intended after customer resolved the issue.